Event description:
Additional information received reported that the replacement was postponed due to mrsa screening. No other information was known. Further follow-up was performed to determine if the replacement had occurred or been scheduled. This event will be updated if additional information is received.

Event description:
Additional information received reported the patient had the necessary (B)(6) screenings, but a replacement had not been rescheduled at the time of this report.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740 serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was having a difficult time with recharging so their doctor wanted to switch them to a non-rechargeable device. The patient had to recharge in bed because they had issues doing it any other way. It was unclear when the issues started but before (B)(6) and 1 month prior to the report were both noted. It was noted that the patient¿s recharging issues were due to their disability and they did not have good use of their arms and could not hold anything so recharging was a challenge. There were no issues with the patient¿s stimulation. The patient had a replacement surgery scheduled for (B)(6) to replace the stimulator with a non-rechargeable device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.